Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with over 300 units of insulin. Tandem technical support educated customer on maximum fill amounts, and customer acknowledged. A supply change was performed to address the issue. Customer¿s blood glucose level (bg) was ¿high¿ on cgm. Reportedly customer addressed the elevated bg with a manual dose injection.